Event description:
Baxter (B)(4) received a report that a 2 ml/hr infusor overinfused during patient use. The total fill volume of 97 ml was infused over the course of 36 hours rather than 48 hours. This implies a 2.7 ml/hr flow rate, which is 135% of the expected flow rate. The device was filled with a solution of morphine. There was patient involvement, however there was no injury nor medical intervention.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Per the customer, this device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available, a follow-up report will be submitted.